Event description:
It was reported that the user experienced hyperglycemia with a highest blood glucose of 340 mg/dl after a meal, discovered insulin leaking from the cartridge area of the ilet pump, disconnected from the pump, and administered subcutaneous insulin via pen; troubleshooting and education were completed for a suspected cartridge/reservoir leak. Investigation included communication with the user, a guided dry run, and analysis of user-provided information. Investigation of this case revealed evidence consistent with a leak at the reservoir seal consistent with a leak/splash device problem associated with the reservoir component. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences and a delay to therapy while the user transitioned to multiple daily injections. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.